Manufacturer narrative:
Additional information was received indicating the device was not explanted prior to the patient's burial. Should additional information become available this event will be updated.

Event description:
--

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was in hospice and the device had been intentionally programmed off to allow the patient to pass away. The patient expired a few days later. After the the patient passed, continuous beeping tones were emitted from the device. The device was interrogated and a message was observed indicating that a magnet was in place over device. The enable magnet use feature was programmed off and no further tones were emitted. This device is included in the magnetic reed switch, advisory communicated on july 22, 2010.

Manufacturer narrative:
Technical services discussed a magnet was likely used to disable tachy therapy and that it is possible that the tones were the result of a stuck reed switch. The available information suggests this device remained implanted and it is unknown if the device will be explanted prior to the patient's burial. Should additional information become available, this event will be updated.